Event description:
Caller reported a malfunction on the pump, identified by a malfunction code malf 6 and fault ID 0x20bc, which was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support planned to replace the pump after determining the pump was out of warranty, and the caller was not interested in an out-of-warranty loaner pump. No backup therapy was currently available, and the caller intended to contact their healthcare provider.